Event description:
It was reported that during a lap bariatric procedure, the surgeon fired the device and it would not release the staples. The device was reloaded several times and would not fire. They reported it did make a noise. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.